Event description:
It was reported that during a peripheral stenting treatment procedure the stent became elongated during deployment. The target lesion being treated was located in the superficial femoral artery (sfa). A 6x201x75 innova stent delivery system was advanced to the sfa and deployed. The stent deployed at a length of 300mm with the proximal part extending into the introducer sheath. The physician made a surgical access and cut off the proximal end of the stent. The surgical access was then closed. Retrograde access was then obtained and the innova stent was post-dilated with an unspecified balloon catheter. During a check up the result was determined to be good. No additional patient complications were reported.

Event description:
It was further reported that the target lesion was 130mm in length, 5mm in diameter, moderately calcified and mildly tortuous. There were no difficulties deploying the innova stent and the delivery system was kept in tension during deployment. Surgical access was made at the femoral artery and approximately 7cm of the proximal end of the innova stent was cut off.

Event description:
It was further reported that the target lesion was 130mm in length, 5mm in diameter, moderately calcified and mildly tortuous. There were no difficulties deploying the innova stent and the delivery system was kept in tension during deployment. Surgical access was made at the femoral artery and approximately 7cm of the proximal end of the innova stent was cut off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent was received for analysis without the stent delivery system. The length of the stent measured 75mm. Magnified inspection revealed the stent was stretched with strut fractures. It appeared that there were stent thermal marks close to strut fracture site. There was discoloration and change in material texture on struts near fracture surfaces. Analytical testing concluded the following: "oxidation of the part occurred around fracture surfaces, suggesting the part was exposed to excessive heat. Mechanical overloading was applied, permanently deforming some struts and assisting the failure of others where the cross-sectional area had been reduced." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).